Event description:
A malfunction was reported, identified by the code malf 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.